Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia episode, and that shocking therapy was delayed due to rate smoothing causing the rate to drop below the therapy zone. The device redetected the rhythm, and delivered a shock, successfully converting the arrhtyhmia. The physician elected to explant the device, and implanted a cardiac resynchronization therapy defibrillator (crt-d). To date, there have been no reported patient symptoms associated with this clinical observation.